Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced the top layer of the skin over the implanted ipg opened up after she bent over. The ipg was not visible. The patient went to the emergency room where the wound was reclosed. There were no signs of infection present. The wound has now healed.